Event description:
Patient's caregiver reported patient death . Patient's caregiver further stated that the patient had passed away on (B)(6) 2026. Device episode report indicated 2 bradycardia episode. MDR filed due to reported patient death. Wcd role in patient death is pending additional medical information and pending evaluation of to-be-returned device.